Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the roller pump stopped and an audible alarm was heard. The user reported the roller pump would alarm and then restart. The user unplugged the pump to stop the alarm and concluded the case without the use of the subject pump. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.